Manufacturer narrative:
The monitor sn (B)(4) was returned to zoll manufacturing corporation. The monitor was found to be fully functional and passed incoming testing. Device evaluation of electrode belt sn (B)(4) was accomplished through a review of the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. There is no indication or allegation at this time to suggest that the lifevest caused or contributed to the patient's death.

Event description:
8/3/2020: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016. Review of the event indicated that the patient was treated one time on (B)(6) 2016. The patient received one appropriate treatment at 04:25:31 while in a rhythm of ventricular tachycardia (vt) at 1165 beats per minute (bpm). The post-shock rhythm was asystole. Post-shock asystole is a known potential outcome of defibrillation. The patient subsequently passed away on (B)(6) 2016.